Event description:
Part 2 of 2. Reference MFR report: 1627487-2011-08241. The pt received the scs system on (B)(6) 2011. It was reported that one of the leads eroded through the pt's skin. There was reportedly no sign of infection, however the pt was given oral antibiotics. The leads were repositioned and the pt experienced subsequent erosion. Both leads were removed and replaced by new leads. The leads were discarded by the user facility therefore, no analysis will be performed by the MFR on the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.